Event description:
It was initially reported that patient had high impedance (>10000 ohms). The patient has not been feeling stimulation and does not have any hoarseness. X-rays were received by the manufacturer for evaluation. Based on the x-rays images, the cause for the high impedance remains unknown but the lead pin was confirmed fully inserted. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution. Attempts for additional information have been unsuccessful.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.